Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a right side intercapsular rupture. Confirmed via MRI. And exchange of textured device, due to patient's concern with product. Healthcare professional, later reported, "glop gel in pocket". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side inter-capsular rupture confirmed via MRI and exchange of textured device due to patient's concern with product. The device remains implanted.

Event description:
Device has been explanted and replaced.